Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. It also exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to submit the results of engineering analysis of the reported clinical observations.